Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20139, 2017865-2021-20140. It was reported that patient presented with an infected pacemaker system. The entire system was explanted and replaced on 20 may 2021. Patient was stable after the procedure.